Event description:
The patient's nurse was at the bedside to assess the patient's pain level. The patient stated that she was uncomfortable in the bed and that her right shoulder hurt. The nurse repositioned the patient in bed and felt an oval indentation in the middle third of the primeaire pressure redistribution mattress. The patient was assisted out of bed to a chair without incident or complaint. The mattress was removed from the bed, tagged as defective, and removed from service. A new mattress placed on the bed. The patient reported that she was allegedly wedged into a v position in the mattress. The following day, the patient complained of neck pain and an ortho consult was obtained. Studies were ordered, which revealed degenerative findings and spinal cord compression. Hill-rom representatives were available to address concerns and establish a follow-up plan.